Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID: 3093-28, lot#: v018097, implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot#: (B)(4), ubd: 08-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned they went in for a routine checkup with their healthcare provider and a rep at the beginning of 2017. They said their healthcare provider found out their leads were broken. The caller mentioned they had no idea the device had stopped working, so they went in for replacement. No patient symptoms were reported. No further complications were reported or anticipated.